Event description:
As it was reported by the study database: this pt was admitted with neurological symptoms and underwent stenting of a 97%, 35mm lesion in the proximal internal carotid artery with a 10 x 40mm precise stent. Of note, a 49% residual persisted at the end of the procedure. There were no reported complications. Post procedure, after arriving to the floor for recovery, the pt experienced a sudden-on-set of amaurosis fugax and left-sided reflex changes characterized as hemi-paresis and hemi-neglect. The pt was ruled in for ischemic stroke. The pt had a partial recovery with some residual symptoms persisting at the time of discharge.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.